Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) is currently underway. The reported problem (defective battery messages) has been confirmed. As received, the battery was able to power up a monitor, but would not charge. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.

Event description:
A (B)(6) old male pt contacted zoll customer support to report 'defective battery' messages when he placed the battery into the monitor. The pt was issued a replacement battery pack.